Event description:
The customer called and reported that the therapy connector was pushed in through case as a result of damage to the front of the device. A damaged therapy connector could cause difficulty in connecting a therapy cable and delay of therapy to a patient. There was no patient associated with the report.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio supplied parts information to customer for repair of device.